Manufacturer narrative:
This event was previously reported under manufacturer report number.

Manufacturer narrative:
The patient information was requested but not yet provided. The incorrect date on the controller was reported under MFR #2916596-2021-03350. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file showed that the patient had low flow alarms that started on (B)(6) 2020. Then both power cables were disconnected causing no external power event alarms and the driveline was disconnected. Related manufacturer report number of controller: 2916596-2021-03411.